Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma, seroma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: late seroma and pain. Felt like liquid cracking, hear the cracking noise, adenopathy, undulations" and granuloma.

Event description:
Patient reported "late seroma and pain. Felt like liquid cracking, hear the cracking noise, adenopathy, undulations" and granuloma for the left side. Device remains implanted.